Event description:
It was reported to philips that the live image was not populating on the flexvision display. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and changed the power supply spot to a video splitter in the r cabinet, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the live image was not populating on the flex vision display. Upon checking log files fse found no errors. Fse found that there was no video output from flex vision computer and found no power to video splitter in r cabinet. To resolve the issue fse found power output plug and changed power supply unit to the video splitter. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.